Event description:
It was reported that while placing a bravo ph monitor the capsule trocar needle would not advance after the plunger was depressed. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.